Event description:
A (B)(6) distributor contacted zoll customer support to report that a battery pack was displaying "battery defective".

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery pack defective) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The battery voltage could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack.